Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the procedure to implant this pacemaker, the patient underwent a cardioversion. Right atrial (ra) and right ventricular (rv) leads were successfully implanted followed by insertion of this pacemaker into the device pocket. It was noted that after the device was removed from the packaging on the sterile table, it had removed itself from storage mode. The ra lead was then inserted into the device header with stable measurements. Upon insertion of the rv lead into the device header, consistent noise and high out of range pacing impedance measurements greater than 2,000 ohms was observed. The rv lead was removed and reinserted into the device header several times with no change. The rv lead was then tested on a pacing system analyzer (psa) and measurements were within normal limits with no noise. This pacemaker was then removed and replaced with a new pacemaker. The leads were connected to the replacement device and measurements were within normal limits. A device header issue was suspected. This device was attempted, but not implanted. No adverse patient effects were reported. The return of the device is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Event description:
It was reported that during the procedure to implant this pacemaker, the patient underwent a cardioversion. Right atrial (ra) and right ventricular (rv) leads were successfully implanted followed by insertion of this pacemaker into the device pocket. It was noted that after the device was removed from the packaging on the sterile table, it had removed itself from storage mode. The ra lead was then inserted into the device header with stable measurements. Upon insertion of the rv lead into the device header, consistent noise and high out of range pacing impedance measurements greater than 2,000 ohms was observed. The rv lead was removed and reinserted into the device header several times with no change. The rv lead was then tested on a pacing system analyzer (psa) and measurements were within normal limits with no noise. This pacemaker was then removed and replaced with a new pacemaker. The leads were connected to the replacement device and measurements were within normal limits. A device header issue was suspected. This device was attempted, but not implanted. No adverse patient effects were reported. The return of the device is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.